Event description:
The system information that was initially provided was for a stealthstation s8 premium (sn: (B)(6), however it was later clarifi ed that this issue was observed on an o-arm o2 (sn: (B)(6). This event does not meet reporting criteria under either system.

Manufacturer narrative:
H2: correction b5 - additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during an ortho (tha and tka) procedure. It was reported that the imaging system would not take a lateral 2dlf scan. The radiographer moved emitter / detector to lateral position to take a 2dlf scan, but emitter / detector moved back to ap/pa and then took the 2dlf scan. This occurred twice. Upon speaking with the radiographer, it was determined that they had not set the gantry position on the pendant, under 2dlf,to l-lat or r-lat and therefore the setting that was automatically selected was ap. They had only manually moved the emitter / detector to the lateral position. There was a reported delay to the procedure of less than one hour. There was no reported impact to the patient. Additional information was received. It was reported that both the imaging system and navigation system were involved with this event. The imaging system took an image, but in the incorrect view. The likely cause was noted to be user error.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, software version #: 1.0.3 product ID: 9735736, software version #: 2.1.0 g2: this event occurred in the united kingdom, see section e. H3, h6: the system was serviced in the field. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.